Event description:
Healthcare professional reported patient experiencing left side swelling. Additionally reported was 2 aspirations of the affected side, the initial seroma of 100 ml was positive for lymphoma (cd30 positive; alk negative). However, the second aspiration presented as not specific and insufficient material. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: 2 aspirations of the affected side, the initial seroma of 100 ml was positive for lymphoma (cd30 positive; alk negative). However, the second aspiration presented as not specific and insufficient material.